Event description:
During an atrial fibrillation (afib) procedure, it was reported low temperature measurements from electrode 6 were displayed from the beginning of the ablation. The user decided to turn off electrode 6 during ablation to continue with the procedure. Additional information provided stated the patient started to have chest pain during inhalation. Ultrasound scan confirmed the patient had some pericardial fluid. The patient developed pericarditis which required an additional 4 days hospitalization and treatment including pericardial tapping, steroids and painkillers. The patient fully recovered from the event.

Manufacturer narrative:
Concomitant products used during the procedure: circular ablation circ loop; model #: d-1322-14-s; serial #: (B)(4); this is not an FDA approved product. Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. (B)(4).